Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The technical support specialist (tss) closed the case since there was no callback from the customer.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the hardware had failed, and the device was not detected on the bus. The customer stated that this malfunction caused the user to dispense medication from different wards. However, there were no adverse events or injuries reported based on this event.